Event description:
Failed hardware. Set screws backed out and required surgeon to revise the original surgery. Revision of lumbar fusion; implant breakdown/malfunction. Required another surgery to revise original procedure. From operative report: now, directed my attention on the left side of the patient and with visualization of the hardware was confirmed two of the end caps were completely loose and displaced out of the pedicle screw head. The remaining end cap was still in the pedicle head, but been significantly loose. I proceeded to remove all three end caps and they were explanted and sent back to the manufacturer for revision. At this point in time, proceeded to reposition the rod connecting the ipsilateral pedicle screws and new end caps were inserted and final tightening with an antitorque device. Compression was exerted with re-achieving correction of her coronal curved. After all screws had been final tightened, intraoperative anterior/posterior and lateral imaging was obtained confirming satisfactory spinal alignment and hardware placement, copious irrigation with antibiotic solution of both surgical cavities. Sponge counts and instrument counts were correct. Excerpt from the surgical report. Screws backed out, caps loosened.